Event description:
In 2001 it reported to sterilmed that a pt underwent a colonoscopy and polyectomy procedure in which the surgeon was using an electric snare that was reprocessed by sterilmed. The site began to bleed and a second electric snare was used to re-cauterize it. Ephinephrine was also injected into the site and the bleeding was successfully controlled. The user facility indicated that the snare in question did not make the same sound while it was operating as these devices normally make. The polyectomy was stopped immediately and the leads and padding were re-checked. The pt's procedure was then successfully completed with a second snare without any further complications.